Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in the or for device change out due to normal eri. Externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. The lead was capped and replaced.